Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was over 400 mg/dl. Customer attempted to bolus with the pump, but was only to bring bg levels down to 200 mg/dl before the malfunction occurred. Reportedly, the customer would use manual injections for alternate insulin therapy.